Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient was still uncomfortable and had been getting up overnight with the urge to void, but nothing comes out. It was also noted that they feel pressure and dull pain in their lower back. Troubleshooting included assisting the patient in switching programs. It was advised that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Event description:
When contacted for follow up, the healthcare professional (hcp) reported that currently the patient was not their's and provided no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.